Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that the alarm does not sound when the patient presented arrhythmia, the ventricular fibrillation type. The patient was counter pulsated electro-stimulated and in ECMO. No adverse outcome was reported.

Manufacturer narrative:
A philips field service engineer (fse) went onsite, and found that the lack of recognition of the arrhythmia alarm was because the morphology of the ECG wave coming from the patient was unrecognizable by the arrhythmia algorithm. Per the arrhythmia monitoring st/ar algorithm applicate note (page 2), ¿although the st/ar algorithm has an improved handling of noisy signals and the changing amplitudes caused by the loss of a good lead, it is still important to choose the best two leads available. If there are false alarms, examine both leads. You may need to select a different lead or change the electrodes or electrode position if there is excessive noise, unstable voltage, low amplitude or large p- or t-waves. In cases where selecting a different lead or changing electrode position to correct the problem is not possible or practical, then it is better to select a lead with the best signal quality and use single lead analysis for monitoring.¿ the problem was solved by a change of the primary lead analyze to a more ¿normal¿ morphology ECG lead--training the users per the product labeling. There was no malfunction. The device remains at the customer site, and is ready for clinical use. No subsequent calls have been logged for this device/issue.

Event description:
The customer reported that the alarm does not sound when the patient presented arrhythmia, the ventricular fibrillation type. The message of "impossible to analyze ECG" was seen on the monitor and central station. The patient was counter pulsated electro-stimulated and in extracorporeal membrane oxygenation (ECMO). There was no issue with the patient and no additional reported medical intervention.